Event description:
On (B)(6), 2011, the pt was implanted with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system to treat an abdominal aortic aneurysm. F/u CT on (B)(6), 2012 showed a proximal type I endoleak which was treated with a palmaz stent and cook zenith graft on (B)(6), 2012.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. It was reported that the pt had an infrarenal aortic diameter of 18-20mm with a neck angle of 71 degrees. According to the gore excluder aaa endoprosthesis instructions for use, the intended treatment diameter for the (B)(4) is 19-21mm with a neck angle of less than or equal to 60 degrees.